Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, while implanting the lens damage and deep scratches were found on lens. The damage was located on the periphery, so implanted the lens. There was no patient injury. Additional information has been requested and no information has been received.